Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set was "flat" and was not inserted into the patient's skin resulting in elevated blood glucose levels. The patient alleged the cannula was defective and it was completely bent against her skin.